Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited a low pacing impedance issue, which had been declining since last year. No intervention was performed, and there were no patient consequences. The patient continued to be monitored.